Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements of 126ohms. Technical services (ts) was consulted and continued monitoring as well as increasing the alert threshold to 150 ohms was recommended. No adverse patient effects were reported. This system remains in service.